Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during this study ((B)(4)), a patient experienced a laceration. Upon initial endoscopy, no other unusual findings were noted. No unusual findings were noted during radio frequency ablation treatment session with the 360 express balloon catheter on (B)(6) 2015. It is unclear when the injury occurred and if the catheter was under direct visualization when the injury occurred. Upon endoscopic re-inspection, a small superficial laceration? Was noted at the upper esophageal sphincter. No perforation was noted and there was bleeding associated. No intervention was needed. Follow-up has occurred and no abnormalities? Or symptoms were noted.